Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 309101, serial/lot#: (B)(6), ubd: 13-jun-2020, UDI#: (B)(4); product ID: neu_stylet_acc; h2. Correction: please note, conclusion code 11, method code 4118, and result code 3233 no longer apply to this report. H3. Analysis of the returned lead (lot#: 0216854875) revealed that the body of the lead was stretched. Visual inspection of the conductors observed that conductors were stretched. The outer insulation was intact, and both the electrode and connector ends were visually ok. Electrical testing determined that the continuity of the conductors was acceptable. Analysis of the returned stylet revealed that the stylet wire was bent. Visual inspection of the stylet observed that the wire as bent and broken at multiple locations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. It was reported that the issue occurred preoperative and the patient did not have any contact with this device.

Manufacturer narrative:
Other relevant device(s) are: product ID: 309101, serial/lot #: (B)(4), ubd: 13-jun-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was trialing an external neurostimulator (ens). It as reported that the stylet was stuck in the peripheral nerve evaluation (pne) lead and was impossible to remove. The lead was never implanted, and was replaced. The issue was resolved. No surgical intervention occurred or was planned. No symptoms were reported, and the patient was alive with no injury. He issue occurred during the procedure.